Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed. A field service engineer investigated and found that the microswitch sensor connections were contaminated with oxidization. The microswitch sensor switches were replaced, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager door was failed. Customer reported when nurses were performing transactions on the remote manager, if they do not press accept before they close the door the remote manager will fail and required recovery however, there were no delays or adverse events or injuries reported based on this event.